Event description:
The reporter stated that the surgeon inserted a implantable collamer lens model icm 115v4 in 2007. On post operative visit dated the following month, the patient had poor near vision due to a refractive surprise. Patients post-op rx is +1.5 od sc -2.50 xt 15 visual acuity is 20/20. Lens is still in patient's eye.